Manufacturer narrative:
Device evaluation: analysis of the returned device identified underweight, red particles in the shell and gel and broken shell. A visual and microscopic analysis was performed which identified striated broken, crease sharp broken and opening, missing on anterior (0-25%), crease fold, wear abrasion and stress marks. Base on the device analysis the final assessment is striated broken assessed as surgical damage consist in the use of a surgical tool, a pattern of crease sharp on anterior side of broken shell assessed as fold flaw opening and a pattern of crease sharp on posterior side of opening shell assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported a left side exchange from textured to smooth implants due to the patient's concern with the product, "possible rupture", and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown and concern with the product. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a left side exchange from textured to smooth implants due to the patient's concern with the product, "possible rupture", and capsular contracture, baker grade unknown. Device has been explanted.